Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that set had a puncture hole located between the second y-site and the male luer. This occurred during patient use, but there was no patient harm.